Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the pocket site and was to have the implantable neurostimulator and extension explanted. The infection-causing organism was not reported. The patient was doing "fine." A follow-up report will be filed if additional information becomes available. See also manufacturer report # 30042091788201107856 for information related to the concomitantly implanted neurostimulator system.